Event description:
It was reported the high flow insufflation unit's supply pressure bar graph decreased. The issue occurred during service or maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.